Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited high purge pressure. The staff increased the purge solution heparin concentration and restarted intravenous heparin. The patient survived normal explant.

Manufacturer narrative:
The impella device was returned for evaluation. Upon visual inspection, biomaterial was found to be built up in the purge gap. However, the root cause of the high purge pressure was determined to be biomaterial buildup due to patient condition. No other damage was found to the pump.